Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The occluded target lesion was located in proximal left anterior descending (lad) artery. The 2.5x16mm promus element stent was successfully deployed in the proximal lesion. The deployed stent was post dilated with a 3.5x8mm nc quantum apex balloon. Following dilation a 2.5x8mm promus element stent was advanced to treat a second distal occlusion; however was unable to cross the previously placed stent. It was noted that at some point with either the balloon dilation or advancement of the second stent the implanted stent was damaged. The damaged stent was dilated with a balloon resulting in good apposition of the stent. The target lesion was now uncovered due to the stent deformation; however no additional intervention was attempted. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).